Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. Upon investigation the front response button was intermittently non-functional. The cause for the failure was a defective response button. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor evaluated a monitor for an unrelated issue, when a reportable malfunction was found.